Event description:
It was reported that the bd needle filter blunt fill 18x1-1/2 had foreign matter. The following information was provided by the initial reporter: two black dots appeared on the product(needle filter blunt fill 18*1-1/2).

Manufacturer narrative:
The issue reported involved the presence of two black dots on the needle. As a physical sample was not returned, a comprehensive evaluation could not be conducted. To support the investigation, one photograph was provided and reviewed by the quality team. The image depicts a needle assembly without a plastic shield or packaging, showing two dark-colored specks on the needle. No additional defects or abnormalities were observed. A review of the device history records was completed for material number 305211, covering potential lot numbers 3181375, 4064627, and 2341532. The review did not identify any quality issues during the manufacturing processes of these lots that could be linked to the reported condition. No related quality notifications were found. All manufacturing processes and final inspections were performed in accordance with specification requirements. Based on the investigation and analysis of the provided photograph, the reported condition was confirmed. However, due to the absence of a physical sample, a definitive root cause could not be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.